Manufacturer narrative:
Analysis was unable to be performed as there was no returned product or procedural video images available. The reported information does not indicate a potential manufacturing issue. Based on the available information, a conclusive root cause could not be determined. Access site complications, such as bleeding, are known potential adverse effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following a valve-in-valve implant procedure, a peripheral covered stent was placed in the left external iliac artery due to procedure-related bleeding that resulted from the repeated passage of the delivery catheter system (dcs) used to implant the valves. There was no allegation of a dcs anomaly. No other adverse patient effects were reported.

Manufacturer narrative:
The device was discarded after use and will not be returned. A supplemental report will be filed when the investigation is completed. (B)(4).